Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the knob of the port allegedly broken. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one x-port implantable port, one catheter with a loaded cath-lock were returned for evaluation. Visual, microscopic and functional evaluations were performed on the returned device. A fracture was noted to the port stem as a complete circumferential break was noted. What appeared to be the port stem segment, was noted on the proximal portion of the catheter returned. The edges of the port stem were noted to be jagged. The surface was noted to be granular throughout. The manufacturing evaluation site states visual inspection of the images showed an implantable x-port port and one catheter with a loaded cath lock, a complete circumferential fracture was observed in the port stem, what appeared to be the loaded port stem segment was observed inside the proximal portion of the catheter, the fracture edges were observed to have a granular appearance. Therefore, the investigation is confirmed for the reported fracture and the identified material separation issues. However, device damaged prior to use is not confirmed as the device was bloody indicating it was used on patient. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent for a port placement procedure using x-port isp implantable port. Prior the placement procedure, the knob of the port on which the catheter is to be placed is allegedly broken. There was no patient contact.